Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of an imager diagnostic catheter. Visual examination of the device revealed that a multiple bends and kinks. Microscope examination revealed that the tip had detached approximately 3.0cm from the tip. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities.

Event description:
It was reported that the tip detached inside the patient. A 5f pigtail imager ii angiographic catheter was selected for an inferior vena cava (ivc) filter procedure. During the procedure, the catheter tip fractured inside the patient. Under fluoroscopy, five fragments were seen in the back of the patient's lungs. Attempts were made to retrieve the fragments with the use of a snare; however, not all fragments were able to be retrieved. The patient was asymptomatic during the procedure and was stable post-procedure. The patient was discharged home in stable condition.

Event description:
It was reported that the tip detached inside the patient. A 5f pigtail imager ii angiographic catheter was selected for an inferior vena cava (ivc) filter procedure. During the procedure, the catheter tip fractured inside the patient. Under fluoroscopy, five fragments were seen in the back of the patient's lungs. Attempts were made to retrieve the fragments with the use of a snare; however, not all fragments were able to be retrieved. The patient was asymptomatic during the procedure and was stable post-procedure. The patient was discharged home in stable condition.